Manufacturer narrative:
Section a4, a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the technician filled the cartridge with balanced salt solution (bss) and engaged the lens. She advanced the inserter half a turn and set it down. The intraocular lens (iol) was then inserted into the patient's right eye and the surgeon noted that the trailing haptic was not attached. The haptic was not located in the eye or the inserter. The iol was removed and a replacement lens of the same diopter was then inserted. No adverse events occurred. There was no need for sutures or vitrectomy. The patient left the operating room in stable condition. The iol was lost after removal and therefore we are unable to return the product. No other information was provided.